Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign matter was observed. An encore balloon catheter inflation device was selected for use. During unpacking of device, it was noted that liquid was present in the tube. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected and although there was no excess of silicone, residues of it were observed in the flexcil line of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that foreign matter was observed. An encore balloon catheter inflation device was selected for use. During unpacking of device, it was noted that liquid was present in the tube. The procedure was completed with another of the same device. No patient complications were reported.